Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had complains of shortness of breath and pneumonia. Upon device interrogation, this rv lead exhibited no capture which resulted to asystole greater than 2 seconds and pacing lead impedance has decreased down from 900 ohms to 350 ohms. Further, the r-wave dropped from 6mv to 2mv and patient felt chest thumping. The field representative suspected perforation as lead on x-ray looks different because lead seems angled up more than it was at implant and CT scan revealed that the lead maybe in the pericardium. Additional information indicated that lead was perforated and was not capturing. Patient had heart block that leads to 6 second pause. A lead revision was performed because lead had to be removed and replaced due to a piece of tissue affecting the helix extension during repositioning. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.